Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd" needle was damaged and could not be inserted into the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the 34 " 22g needle not stable prior to inserting as needle is not all the way down unable to insert needle into iap. Received 2 needles like this one used on patient, other needle inserted unable to reach end of iap therefore needle had to be removed and new one inserted."

Manufacturer narrative:
Correction: after further review, it was determined that the product reported was not manufactured by bd, but by braun. Therefore, this complaint will be cancelled.

Event description:
It was reported that the unspecified bd¿ needle was damaged and could not be inserted into the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the 34 " 22g needle not stable prior to inserting as needle is not all the way down unable to insert needle into iap. Received 2 needles like this one used on patient, other needle inserted unable to reach end of iap therefore needle had to be removed and new one inserted."